Manufacturer narrative:
H10: the sample was received for evaluation with a beige connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of the minicap transfer set. The event was further described as ¿the dark blue twisted out of the light blue." This was occurred when the nurse went to connect an ultrabag and during drain phase of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given vancomycin 1gm intraperitoneal(ip) as precautionary measure. No additional information is available.